Event description:
Allegedly the drill bit tip broke off in patient's acetabulum.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.